Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to submassive pulmonary embolism with extensive bilateral lower extremity dvts (deep vein thromboses). Patient is alleging tilt, vena cava perforation, and inability to retrieve the device. The patient is further alleging "I often get an upset stomach and blisters on my legs." Per a report from CT (computed tomography): "the hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is severely tilted anteriorly and the hook contacts the ivc wall. Four (4) of the struts of the ivc filter perforate the ivc up to 8 mm with the distal ends within the surrounding soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified." "The above mentioned ivc filter is considered temporary and removable. However, secondary to the position as described, it does not appear amenable to percutaneous endovascular removal."

Manufacturer narrative:
F10 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt.